Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code of 512. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction, with a 512:xxx failure was confirmed during product evaluation by baxter service personnel. This condition was due to depleted main batteries. The main batteries were replaced to correct this condition. A service history review revealed that the device has not been previously sent into service for the reported condition of "failure code of 512." A device history record review was also performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.